Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to a drop in r-wave amplitude, allowing the device to oversense t-waves. The device was reprogrammed and remained implanted. The patient was reported with no symptoms.